Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the device and replaced the main backplane printed circuit board (pcb). The ventilator passed all the required testing.

Event description:
Covidien received information stating that the patient was placed on another ventilator because the pb980 ventilator malfunction. The patient was not harmed or injured as a result of the event.